Manufacturer narrative:
Other contact person: (B)(6). Other contact email: (B)(6). Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) detected had a blood. There was no patient harm or injury reported.